Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies were found. The visual inspection noted that the lead was stretched and the outer insulation had a cosmetic depression and the distal conductor was distorted. A partical lead was returned, in segments, for this analysis.

Event description:
It was reported that the lv lead pulled out while the rv lead was being removed. The lv lead was replaced. No patient complications have been reported as a result of this event.